Manufacturer narrative:
(B)(4). The device was manufactured august 10, 2015- august 11, 2015. The device was received for evaluation. Visual inspection did not identify any defects on the device. A flow rate test was performed and the observed flow rate was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device infused its full volume in 20 hours instead of the expected 46 hours. The device was filled with 233ml of fluorouracil and 5% glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.